Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis and the reported guide break and foot retraction issue were confirmed. The device observations indicate it is possible that excessive downward force or aggressive downward or torsional pressure resulted in the reported guide break. The guide break would prevent the foot from retracting as the actuator wire would only move forward or backward without the support of the foot positioned in the guide. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of perforation is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, after deployment the proglide device was being removed and came apart at the junction of the distal and proximal guide. The proglide device was still held together by the actuator wire. The foot may not have closed completely when it was retracted before attempting to remove the device. As a result, a perforation of the artery occurred. Cut down surgery was performed to repair the perforation and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.